Manufacturer narrative:
Continuation of concomitant products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had over one hundred and seventy recorded atrial tachycardia/atrial fibrillation (at/af) episodes as well as far field r-wave (ffrw) oversensing. The lead is still in use. No patient complications have been reported as a result of this event.